Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this patient was in cardiac arrest. There were no events or episodes recorded in the previous 72 hours. The atrial lead may have stopped capturing, but this could not be confirmed as threshold tests can not be done remotely. The patient expired.